Event description:
It was reported that the patient was implanted with a 9.5mmx16cm spectra penile prosthesis and experienced "instability of his penis" during intercourse five months after surgery. No additional patient complications were reported in relation to this event.